Event description:
It was reported that a patient presented with bvvi noted on the patient's implantable cardioverter defibrillator. This was noted after the device was put into MRI mode. No intervention or adverse patient consequences were reported.